Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during an endoscopic mucosal resection (emr) procedure. According to the complainant, the cautery pin was noted to be loose during the procedure, and when the active cord was disconnected from the device, the cautery pin detached altogether. The procedure was completed with another rotatable oval snare. It was reported that no visible damage to the cautery pin was noted. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good" following the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. However, it was reported that the device was not used past its expiry date. The complainant indicated that the device was discarded and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.